Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity, mild calcification and 90% stenosis. After pre-dilating the lesion with an unspecified 2x20mm unspecified balloon catheter, a 3x23mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and was unable to cross due to the patient anatomy. The sds was removed with resistance from the patient anatomy. Reportedly resistance was noted with the anatomy. A new 2x20mm xience xpedition sds was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.